Event description:
It was reported that during the initial powering on of the stryker cart, the plug that goes into the wall caught fire. There was a patient in the room at the time. A slight delay was incurred as the patient was moved to another room where the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: isolation transformer design, power strip malfunction, use error. In sum, the reported failure could not be confirmed since the device was not received at stryker endoscopy for investigation. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during the initial powering on of the stryker cart the plug that goes into the wall caught fire. There was a patient in the room at the time. A slight delay was incurred as the patient was moved to another room where the surgery was completed successfully.